Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the first and second slide self-activated. The device was dry fired outside of the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the first and second slide self-activated. The device was dry fired outside of the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. Functional testing could not be performed due to the received sample condition (i.e. Bent needle). As testing could not be performed, the investigation is inconclusive for the reported self-activation. It is possible the insufficient cannula tang engagement contributed to the reported issue, however, per the reported event details, the device was dry fired prior to use. The IFU states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." It is possible that procedural factors contributed to the reported event; however, the definitive root cause is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).